Manufacturer narrative:
(B)(4). Cankaya, d., akti, s., yasar, n. E., karakus, d., unal, o. K., karhan, t. E., sezgin, e. A. (31 mar 2021). Total infrapatellar fat pad excision leads to worse isokinetic performance in total knee arthroplasty: a randomized controlled trial. The journal of knee surgery, published online ahead of print. Https://doi.org/10.1055/s-0041-1727114. Concomitant devices - unknown vanguard femoral component: catalog #: ni, lot #: ni; unknown vanguard tibial bearing: catalog #: ni, lot #: ni. Correspondence author. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Deep vein thrombosis (dvt) occurs when a blood clot forms in one of the deep veins of the body. Total joint patients are typically placed on preventative medication post-operatively for blood clots, however, clots may still develop. Procedure-related complications are influenced by the type of surgery, the patient's pre-existing comorbid state and perioperative management. The reported event is considered procedure-related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-00173, 0001825034-2022-00175.

Event description:
It was reported in a journal article that two (2) patients were treated medically without revision for symptomatic deep vein thrombosis following knee arthroplasty. Attempts were made, however, no additional information is available at this time.